Event description:
It was reported that device would not interrogate and that only one intermittent green light would illuminate on the programmer head. It was also reported that there was no magnet response. It was further reported that the device could have possibly reached end of life due to lack of device follow-up. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.